Event description:
It was reported that the customer experienced elevated blood glucose levels (approx. 400 mg/dl). Customer stated cartridge and infusion set will be changed to stabilize blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.